Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire cable in the circuit of an rt100 breathing circuit was broken after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This product complaint was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but is similar to a product which is sold in the USA. The 510 (k) number for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and expiratory tubes of the rt100 breathing circuit were tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).